Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00385 and 0001822565-2019-02283. Concomitant medical products: articular surface size cd 10 mm height catalog#: 00596402210 lot#: 60538492, femoral component size d right catalog#: 00576401452 lot#: 60920457, inset all poly patella size 26 mm dia. Standard 7.5 mm thickness catalog#: 00597206526 lot#: 60810545, palacos r + g (1x40) catalog#: 66022663 lot#: 66334196. Report source: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right knee procedure. Subsequently, patient was revised due to articular surface wear, subsidence of the tibial tray 10 years, 8 months post primary implantation. No additional information was provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned device identified signs of use (nicked, gouged, micro motion). X-rays were provided and reviewed by a health care professional. 2 views of the right knee demonstrate a right total knee arthroplasty with subsidence of the tibial component. Radiolucency of the cement hardware interface consistent with loosening. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.